Event description:
A customer received questionable d-dimer results for an unknown number of patient samples when comparing two different lots of reagent. The customer reports approximately 25 d-dimer results per day. The customer provided d-dimer results for 51 patient samples, results for 10 patients are discrepant. Patient 1, initial result 0.26 ug/ml (using reagent lot 631585-01), repeat result 0.17 ug/ml (using reagent lot 621678-01). Patient 2, initial result 0.31 ug/ml (using reagent lot 631585-01), repeat result 0.24 ug/ml (using reagent lot 621678-01). Patient 3, initial result 0.32 ug/ml (using reagent lot 631585-01), repeat result 0.26 ug/ml (using reagent lot 621678-01). Patient 4, initial result 0.56 ug/ml (using reagent lot 631585-01), repeat result 0.45 ug/ml (using reagent lot 621678-01). Patient 5, initial result 0.57 ug/ml (using reagent lot 631585-01), repeat result 0.39 ug/ml (using reagent lot 621678-01). Patient 6, initial result 0.58 ug/ml (using reagent lot 631585-01), repeat result 0.44 ug/ml (using reagent lot 621678-01). Patient 7, initial result 0.88 ug/ml (using reagent lot 631585-01), repeat result 0.72 ug/ml (using reagent lot 621678-01). Patient 8, initial result 0.90 ug/ml (using reagent lot 631585-01), repeat result 0.70 ug/ml (using reagent lot 621678-01). Patient 9, initial result 1.46 ug/ml (using reagent lot 631585-01), repeat result 1.10 ug/ml (using reagent lot 621678-01). Patient 10, initial result 12.47 ug/ml (using reagent lot 631585-01), repeat result 8.92 ug/ml (using reagent lot 621678-01). Differences in d-dimer results prompted the laboratory doctor to change the d-dimer cut-off value and inform clinicians they should perform further testing for patients with results near the cut-off value. It is unknown if patients were affected by the issue. No adverse events were reported. The analyzer used for testing is an analytical p module, serial number (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation included a precision check using reagent from three lot numbers. All results were within specification. The customer stated the problem was related to the calibrator and the issue was resolved when the customer changed the calibrator. No patient information was provided. No adverse events were reported.

Event description:
During the numelock tibial plate surgery, the surgeon tried to bend tibial plate by using numelock plate bender. However, the plate would not bend. Therefore, the surgeon bent the shaft part of tibial plate by using plate bender of synthes that the hosp owned. Afterwards, the surgeon assembled the drill guide to the locking screw hole of plate, and the ring of locking screw hole came off when the surgeon changed the angle of the drill guide. The surgeon assembled the ring that came off to the plate again and inserted the locking screw.